Manufacturer narrative:
A visual inspection of 1 opened and used reservoir found the transfer guard, septum and snap cap are missing from the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a broken reservoir. The customer reported that the little white cap of the reservoir broke off. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.